Event description:
Literature: fytagoridis a, blomstedt p. Complications and side effects of deep brain stimulation in the posterior subthalamic area. Stereotact funct neurosurg. 2010;88(2):88-93. Summary: forty consecutive patients (67% men) operated with dbs in the posterior subthalamic area (psa) were analyzed for complications and side effects of the procedure. Twenty-seven patients had essential tremor, 8 had parkinson's disease, 2 had dystonic tremor, 1 had cerebellar tremor, 1 had neuropathic tremor and 1 writer's cramp. The mean age at surgery was (B) (6). The pts were followed for a mean time of 34 months (range 3-59). All procedures were performed by one surgeon during the period 2004-2008. Fifty-four dbs leads were implanted in these 40 patients, requiring a total of 57 tracks. Twenty-nine patients were operated in the left hemisphere, 7 in the right and 4 bilaterally. Four patients received an extra ipsilateral electrode in the psa due to an ambiguous response during perioperative stimulation of the original electrode. The pts were hospitalized for a mean of 7.4 days (range 2-15). Event: one pt with pd and bilateral implants suffered a postoperative infection. Three days after surgery he developed fever, elevated c-reactive protein, mild intermittent confusion and a discrete left-sided hemiparesis. Signs of inflammation were seen along the right cerebral electrode. The electrode was removed, and samples for bacteriological culture were collected. The cultures were negative and the pt was treated presumptively with antibiotics, and had recovered fully within 1 month. However, after 3 months, the scar over the left electrode became purulent. The second electrode was removed and cultures demonstrated growth of coagulase-negative staphylococcus aureus, enterobacter aerogenes and alpha-hemolytic streptococcus. This pt did not suffer any permanent sequelae.

Manufacturer narrative:
(B) (4).

Event description:
Additional information from another literature article by the author revealed the following additional details regarding this event: literature: blomstedt, p., bjartmarz, h. Intracerebral infections as a complication of deep brain stimulation. Stereotactic and functional neurosurgery. 2012;90:92-96. The patient, a (B)(6) male with parkinson's disease (pd), had been operated with left-sided vim dbs 7 years before. Due to suboptimal treatment results and disease progression, it was decided to replace the electrode with bilateral electrodes in the zona incerta. The old electrode, which was found to be broken, was removed 2 days before the procedure to facilitate MRI. A CT on postoperative day 5 demonstrated an edema around the right electrode, with progression on the following day and a contrast-enhanced area around the edema. Furthermore, similar changes but to a lesser extent were noted around the left electrode. These changes were interpreted as cerebritis with developing abscess. The patient was initially treated with intravenous (vancocin and meronem) and later with oral antibiotics for 8 weeks. Twenty days after the operation, CT demonstrated apparent amelioration of intracerebral changes and recovery of the patient. An MRI did however reveal remaining edema on the right side, especially around the tip of the electrode. For this reason, the right electrode was removed. Bacterial culture from the electrode demonstrated growth of (B)(6). Eleven weeks after the initial operation and 3 weeks after discontinuation of antibiotic treatment, the patient presented with headache, vertigo and later rupture of the cranial incision above the entry of the electrode with pus. The patient recovered without any permanent sequelae. This additional information was found in an article also reported in the follow reports, please access these reports for the full article: 3007566237-2012-00962 3007566237-2012-00963 3007566237-2012-00968.